Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pinhole in cylinder tubing. It was reported that this was a removal and replacement case. The explant was not sent back to coloplast because a pinhole in the cylinder tubing was found at the corporotomy, and the surgeon assumes he or a resident hit the tubing with a needle during the original implant surgery about a year ago.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(4). According to the available information the inflatable penile prosthesis was removed/replaced on (B)(6) 2020 due to a pinhole in the cylinder. Additional information received from the territory manager indicated: ¿pinhole in cylinder tubing. Device not being returned. This was a removal and replacement case. The explant was not sent back because a pinhole in the cylinder tubing was found at the corporotomy, and the surgeon assumes he or a resident hit the tubing with a needle during the original implant surgery about a year ago.¿ the device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.